Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/31/2020. H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9336973. Customer states that the needle hub separated when the consumer was removing the shield and the shield was difficult to remove. The returned syringe was examined and was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9336973. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200862422, 200862180] noted that did not pertain to the complaint. There was one (1) notification [200862100] noted for cracked hubs. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported, needle hub separated when removing shield stated, shield was difficult to remove stated, it happened over the weekend but exact date unknown".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. The following information was provided by the initial reporter: "consumer reported, needle hub separated when removing shield stated, shield was difficult to remove stated, it happened over the weekend but exact date unknown".